Event description:
It was reported that this inflatable penile prosthesis (ipp) was replaced due to the outer layer of the cylinders were worn out. The old device was removed, the reservoir was drained and retained, and a new device was implanted. There were no patient complications in relation to this event.